Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting a falsely decreased sodium result on the architect c4000, serial number (B)(6). Based on the abnormally low sodium result, the pregnant patient was given betamethasone in preparation to be induced for labor. When the patient was admitted to the hospital, the sodium result was repeated on another architect and a result of 135 mmol/l was generated. The corrected sodium value of 135 mmol/l was reported to the doctor and the patient was subsequently discharged without being induced. Through an extensive investigation, the fsr found a broken cuvette, arc c8k cuv pr 1 pair, list number 01g46-02, was the likely cause for the falsely decreased sodium result, needed to be replaced, which resolved the customer¿s complaint. There have been no further reports of discrepant sodium results reported by the customer since the current complaint. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified. Section g1 - contact office information updated.

Event description:
The customer observed a falsely decreased sodium (na) result for a pregnant female patient on an architect c4000 analyzer. The following data was provided (customer¿s normal range is 137-146 mmol/l): sample ID (B)(6) initial na result was 114, repeat on another analyzer was 135 mmol/l. It was noted that because of the decreased sodium result, the patient was given betamethasone in preparation to be induced for labor. When the patient was admitted to the hospital to be induced, the na result was repeated and was closer to the normal range, so the patient was discharged without being induced. The patient is doing well after the betamethasone with no impact to the patient because of the treatment.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely decreased sodium (na) result for a pregnant female patient on an architect c4000 analyzer. The following data was provided (customer¿s normal range is 137-146 mmol/l): sample ID (B)(6) initial na result was 114, repeat on another analyzer was 135 mmol/l. It was noted that because of the decreased sodium result, the patient was given betamethasone in preparation to be induced for labor. When the patient was admitted to the hospital to be induced, the na result was repeated and was closer to the normal range, so the patient was discharged without being induced. The patient is doing well after the betamethasone with no impact to the patient because of the treatment.